Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial, that the index procedure was performed in 2008, with no predilation prior to stenting of the svg with three xience v stents. The stents were overlapping. Manual compression was used for hemostasis. No procedural complications were reported. In 2009, the pt experienced chest pain and was admitted to the hospital and brought to the cardiac cath lab. The pt was found to have in-stent restenosis. The pt received two des stents in the previously stented areas. Post procedure, the pt complained of left arm numbness. A duplex scan was performed and found positive for a dissection. The pt was sent back to the cardiac cath lab for implantation of a stent in the ostial lima. No additional event or pt info is available.

Manufacturer narrative:
The two xience v coronary stent systems indicated is being filed under the same MFR number. Results and conclusion summation - stenosis, angina, and dissection, as noted in the xience IFU, are known adverse events with coronary stenting, and not necessarily an indication of a product quality deficiency. The lesion was not pre-dilated. The xience IFU, states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. A conclusive cause for the reported pt effects, and the relationship to the products, if any, cannot be determined.